Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple cartridge alarms occurred. There was no reported adverse impact to the customer's blood glucose level. The customer changed the cartridge and continued using the pump for insulin therapy.